Event description:
It was reported that during device change out due to eri, externalized conductors were observed between the rv and svc coil. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.